Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for cervical radiculopathy and spinal pain. It was reported the patient had not used or recharge his battery for over one year. The patient had need for the device again and tried to recharge it, but the battery would not recharge. The rep tried to communicate with a clinician programmer, but was unable to do so. No interventions or actions were taken to resolve the issue. The issue was not resolved at the time of the report. No patient symptoms were reported. The patient's status at the time of the report was alive with no injury. Surgical intervention had not occurred at the time of the report, but was planned and scheduled for (B)(6) 2016. If additional information is received, a follow-up report will be sent.